Event description:
A ventilator was returned to the MFR for svc. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the MFR's svc center, the device failed a step during testing. The device's active exhalation control module was replaced to address the issue. The device was repaired but not returned to the customer, pending customer approval of the estimate.